Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Complainant confirms no lot info available. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that complainant experienced deflation difficulties based on the bulb losing air after inflated into the rectum (on pts with appropriate rectal tone). When the bulb loses air, the tubing slides out of the pt's rectal vault, thus rendering the product useless according to nurse. In addition, complainant was unable to deflate the fms balloon resulting in cutting the tubing to release the water. A new fms was inserted resulting in no harm to pt.